Event description:
On (B)(6) 2021, the user contacted dario to report elevated blood glucose (bg) readings. The user reported that for the past several weeks he received readings ranging from 84 mg/dl to 135 mg/dl, despite cutting out all carbohydrates and sugar from his diet. Due to these elevated readings, on (B)(6), the user went to his health center, where he had a lab test, and his bg level read 88 mg/dl. A couple of minutes later he tested his bg level with his dario meter and received a reading of 135 mg/dl. The user reported that he kept his strips in the kitchen. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the kitchen can cause unexpected results. The user reported that since the incident he stopped using the dario meter. The user refused to troubleshoot. The high bg readings may have been due to the storage of the strips in the kitchen. Not enough information regarding the old strips to investigate. No resolution is available.